Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for study visit, lv lead showed signs of electrical malfunction. No capture threshold was observed on the lv lead. Upon revision of test results elevated threshold was observed. No further information available.